Event description:
Bayer case number: (B)(4). Pelvic pain during intercourse [painful intercourse]. Recurring urinary infections [recurrent urinary tract infection]. Inflammation [inflammation]. Fatigue [fatigue]. Significant hair loss [hair loss]. Impaired concentration / problems with concentrating and alertness in the car which I use a lot for travelling to different employers [concentration impaired]. Impaired memory [memory impaired]. Joint and muscle pain [arthromyalgia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of dyspareunia ("pelvic pain during intercourse") in a 52-year-old female patient who had essure inserted (lot no. 624845) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(4) 2008, the patient had essure inserted. In 2019 she experienced dyspareunia (seriousness criterion intervention required), urinary tract infection ("recurring urinary infections"), inflammation ("inflammation"), fatigue ("fatigue"), alopecia ("significant hair loss"), disturbance in attention ("impaired concentration / problems with concentrating and alertness in the car which I use a lot for travelling to different employers"), memory impairment ("impaired memory") and arthralgia ("joint and muscle pain"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, the fatigue, disturbance in attention and arthralgia had not resolved. The outcomes for dyspareunia, urinary tract infection, inflammation, alopecia and memory impairment were unknown. No causality assessment was received for essure with regard to urinary tract infection, inflammation, fatigue, dyspareunia, alopecia, disturbance in attention, memory impairment or arthralgia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.5 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain during intercourse [painful intercourse] , recurring urinary infections [recurrent urinary tract infection] , inflammation [inflammation] , fatigue [fatigue] , significant hair loss [hair loss] . Impaired concentration / problems with concentrating and alertness in the car which I use a lot for travelling to different employers [concentration impaired] , impaired memory [memory impaired] , joint and muscle pain [arthromyalgia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 26-aug-2025. The most recent information was received on 04-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of dyspareunia ("pelvic pain during intercourse") in a 52-year-old female patient who had essure inserted (lot no. 624845) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2019 she experienced dyspareunia (seriousness criterion intervention required), urinary tract infection ("recurring urinary infections"), inflammation ("inflammation"), fatigue ("fatigue"), alopecia ("significant hair loss"), disturbance in attention ("impaired concentration / problems with concentrating and alertness in the car which I use a lot for travelling to different employers"), memory impairment ("impaired memory") and arthralgia ("joint and muscle pain"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, the fatigue, disturbance in attention and arthralgia had not resolved. The outcomes for dyspareunia, urinary tract infection, inflammation, alopecia and memory impairment were unknown. No causality assessment was received for essure with regard to urinary tract infection, inflammation, fatigue, dyspareunia, alopecia, disturbance in attention, memory impairment or arthralgia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.5 kg. Batch number:624845, manufacturing date:31-jul-2007, expiry date:30-jun-2009. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.